Event description:
It was reported that a patient presented to the emergency room due to diaphragm stimulation. Device interrogation revealed r wave amplitude variation and failure to capture on the right ventricular (rv) lead. X-ray was performed and revealed that the rv lead had dislodged. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, r-wave amp variation, and cardiac stimulation. As received, a complete lead was returned in one piece for analysis. The reported events of failure to capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be fully extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. The measured full helix extension length was within product specification.